Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-02271, 3006705815-2021-02272, 1627487-2021-13896, 1627487-2021-13897. It was reported that the patient was diagnosed with bacterial meningitis. As a result, surgery occurred to explant the system to address the issue.